Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range right atrial (ra) lead impedance measurements and stored a signal artifact monitor (sam) with minute ventilation (mv) oversensing on ra channel. Technical services (ts) was consulted, recommended possible troubleshooting options. This crt-d remains in service. No adverse patient effects were reported.